Event description:
It was reported that pt underwent total hip replacement in 2006, in which she rec'd a durm cup acetabular component. Post-op, pt has been experiencing pain and is scheduled for revision surgery in early 2009.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer, inc. (Establishment), which markets the devices in the us.